Event description:
Device returned with report of "reservoir volume was expected to be 4 ml and 15 ml was still in the reservoir. Pt experienced increased stiffness and rigid." Devices was explanted and replaced with new pump. Follow up report indicated that pt symptoms at the time of the event were at the level of their baseline prior to initiation of the therapy. The pt is doing well with their replacement pump.